Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous pelvic organ prolapse artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.